Event description:
It is reported that the hinge on the femoral component broke and was repaired in 2008. The device was not revised; only the hinge was replaced using a hinge servicing kit. Implant date is unknown.

Manufacturer narrative:
This report will be amended when our investigation is complete.